Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The overall complaint was confirmed for rochant fem nail 10 125 l20 (p/n: 04.037.013s & lot #: 54p3873). No definitive root cause could be determined however, the screw could have got little deformed due to the exposure to excessive force during implantation/explantation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: manufacturing location: monument. Manufacturing date: 06-may-2020. Expiration date: 01-apr-2030. Part number: 04.037.013s, 10mm/125 deg ti cann tfna 200mm ¿ sterile. Lot number: 54p3873 (sterile). Component parts reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 49p4305. Part number: 04.037.912.4, wave spring, shim ended. Lot number: 45p7092. Part number: 04.037.912.2, lock prong 125 degree, tfna. Lot number: 42p3949. Part number: 21127, timoagri16.00, bp80. Lot number: 35p5560. Manufacturing date: 06-may-2020. Expiration date: 01-apr-2030. Part number: 04.037.013s, 10mm/125 deg ti cann tfna 200mm ¿ sterile. Lot number: 54p3873 (sterile). This lot met all dimensional, visual, sterility, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, there was a proximal failure of the tfna at screw/nail interface. A revision procedure was performed on (B)(6) 2021. No further information was provided. This report is for one (1) 10mm/125 deg ti cann tfna 200mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> manufacturing location: (B)(4), manufacturing date: 06-may-2020, expiration date: 01-apr-2030, part number: 04.037.013s, 10mm/125 deg ti cann tfna 200mm ¿ sterile, lot number: 54p3873 (sterile), component parts reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 49p4305, part number: 04.037.912.4, wave spring, shim ended, lot number: 45p7092, part number: 04.037.912.2, lock prong 125 degree, tfna, lot number: 42p3949, part number: 21127, timoagri16.00, bp80, lot number: 35p5560, this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that the patient presented with non-union. The entire nail was removed uneventfully with tfna extraction tools and an extraction hook (for the distal portion). Patient underwent hip arthroplasty after removal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5; b6; d4; d9; e1 h6: photo investigation summary: a photo investigation was performed. The image was reviewed and the complaint condition is not confirmed. The upper portion of the tfna nail appears to be bent at an odd angle in the x-ray provided. The cause of the bend is likely a crack at the hole for the tfna screw. A definitive assignable root cause could not be determined based on the provided information. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.